Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 461 mg/dl. The customer treated with the pump. The customer stated that she received a low reservoir alarm before she went to bed and the pump alarmed no delivery. The customer stated that she put one of her soft sensors in and started to bleed really badly. The customer indicated the blood trail up where the transmitter connects to the sensor. The customer stated that she can see the little white piece and the blood is right where the sensor connector is. The customer declined to troubleshoot for the pump.